Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Concomitant medical products: 275cc smooth mentor memorygel breast implant, catalog # 3502751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with a 275cc smooth mentor memorygel breast implant has experienced postoperative right-sided grade IV capsular contracture. Surgeon reported that the patient had excess bleeding at her first surgery and drains were placed and stayed in for approximately five days. Patient now has grade 4 capsule around the area on the right side. As a result, the patient underwent explantation and replacement with unspecified breast implant on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).